Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel.

Event description:
On (B)(6) 2018 the patient underwent endovascular repair using gore® excluder® iliac branch endoprostheses. On an unknown date it was identified that the patient's right external iliac artery was occluded. Details of the occlusion have not been provided. A reintervention was performed on an unknown date. Details of the reintervention have not been provided.

Event description:
Additional information was provided. The reintervention was performed on (B)(6), 2020. No occlusion was noted on any device other than the reported gore® excluder® iliac branch component. Reportedly the cause of device occlusion was suspected to be in relation to the patient's small iliac artery size, as well as artery tortuosity. It was reported that, during the reintervention, the physician used a gore® viabahn® vbx balloon expandable endoprosthesis to reline the iliac branch component located on the patient's right side in order to re-enforce the patient's external iliac artery. Compression to the gore® excluder® iliac branch component was noted. Patient tortuosity was also noted. No patient adverse events were reported in relation to the occlusion. The patient reportedly had a favorable result.

Manufacturer narrative:
B.5. Additional event description added.

Manufacturer narrative:
B.3. Date of event corrected.